Manufacturer narrative:
The customer indicated the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of difficulty in removing the piercing pins from the administration port of the solution containers. On unspecified dates, the piercing pin of the tubing sets were inserted into the administration ports of unspecified solution containers and were being used for the delivery of unspecified medications, at an unspecified rates, via gemstar pumps. After unspecified length of time, the customer contact reported that when the nurses were replacing the solution containers, the piercing pin of the tubing sets were difficult to remove from the administration port of the solution containers. The tubing sets were replaced and therapies were resumed. The customer contact indicated that an unspecified volume of medication was lost. There were no reported adverse effects to the nurses. No medical interventions were reported. Though requested, no add'l info was provided.